Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that patient had developed some serious respiratory problems the current healthcare provider (hcp) who fills the pump ¿knows nothing about anything except just filling the pump.¿ patient¿s family wanted to know if pump cause patients to have serious respiratory problems. They were wondering if they need to find a different medication to put in it. Per reporter a pulmonary doctor indicated that 'I don't understand what's going on. I can't find anything physically wrong with this man." Reporter noted that ¿it's just that he's going downhill so quickly since he's gotten the pump." They were trying to find some answers, that ¿if it could it be related to the medicine in the pump and that they don't know if the medicine in the pump could actually do this and they couldn¿t find a physician to answer the question." It was stated that patient was "mostly bed bound" and at the time of this report patient was sleeping and on a ventilation system. Drug in the pump was morphine. Additional follow-up with the hcp indicated that they had not heard about the respiratory issues patient had and that they had not changed the morphine dose. Patient status/outcome was not known to them at the time.